Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty resistor. Pump passed displacement test, self test, and error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low battery before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the battery cap cannot be removed the customer has stripped the battery threads away from the compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.